Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an automated peritoneal dialysis (pd) patient experienced severe abdominal pain during therapy, associated with shortness of breath, swelling, and malaise during an unknown process step of therapy. The patient was connected to the homechoice claria device at the time of the events. The cause of the events was not reported. It was reported that the patient was not hospitalized for the events. There was no report of medical intervention associated with this event. Action taken with pd therapy was not reported. At the time of this report, the patient outcome was not reported. No additional information is available.